Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. A photo was provided of a single-piece multifocal lens in the eye. What appears to be the trailing optic edge is damaged. A large chip is observed with the lens material from the chipped area folded over on the optic. A determination for how the edge damage occurred cannot be made from the photo. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with an intraocular lens (iol) implant procedure, a damage was noted to the edge of the lens he inserted. Doctor presumed it was due to the loading. Additional information was requested, but further no information was available.